Event description:
The user facility in (B)(6) reported that the surgeon is experiencing constant problems with the stellaris pc system. This ranges from the machine hardware to the consumables. The surgeon reported infusion failures related to ports, a poorly designed illuminated laser probe resulting in a poor surgical view, a poorly designed illuminated laser probe resulting in dislodgement of the vitrectomy port, a stellaris pc infusion failure, and a blocked infusion port. Leaking vitrectomy ports, resulting in effervescence obstructing the surgical view on repeated occasions, despite lowering of air infusion pressure. Cloudy corneas exacerbated by intraocular pressure of 40mmhg and requiring epithelial debridement as a consequence.

Manufacturer narrative:
A review of the device history records found the module met all specifications. The investigation is ongoing.

Manufacturer narrative:
The product was not returned for investigation, so unable to determine root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.